Event description:
A malfunction was reported with the customer's pump after riding a rollercoaster. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.